Manufacturer narrative:
One case of sets was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. (B)(4) samples were chosen and primed with water. An infusion was performed on some of the samples at a rate of 580 ml/hr for 20 minutes. No observation of occlusion. The customer complaint was unable to be replicated. A definitive root cause could not be determined because the issue could not be replicated. However, it is possible that the filter was working as intended by filtering out larger globules and eventually clogged when it reached its max capacity. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, alaris smartsite, filter clogging and not running. Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm to patient. It caused the patient to have to be in the infusion unit longer than intended. Which took up the rn's time and delayed her getting to her next patient.